Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a stent strut stuck out and was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a kink 60mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a stent strut stuck out and was damaged. The procedure was completed with another of the same device. There were no patient complications reported.